Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of one open/used reservoir and performed visual inspection and found transfer guard¿s needle not centered performed pre-fill testing using a new lab rod and found transfer occluded as noted in the comments by the customer, continue with visual inspection and checked reservoir, snap-cap, and septum for anomalies and none were found, performed occlusion test per dop114-811 as follows: using lab transfer guard and plunger rod; reservoir filled with diluent and connected to a new quick-set. Installed reservoir and connector into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Reservoir passed functional testing in summary, the customer complaint of transfer guard anomaly was confirmed, due to needle occluded. The customer complaint of pump over delivery could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin squirting out/dripping out during fill tubing process. The customer experienced issues during the load reservoir and fill tubing process. Additionally, the current reservoir is stuck inside the pump¿s reservoir compartment. The customer experienced hypoglycemia. The event involved product(s) 78893-01,mmt-332a,mmt-1884, and mmt-866a. Troubleshooting was not performed for the low blood glucose. Troubleshooting was performed for the priming process, and the customer was not connected to pump during load reservoir/fill tubing process. No further patient complications were reported. No product return is required for 78893-01,mmt-332a and mmt-866a. Mmt-1884 will be returned for analysis. Updated summary: it was reported to medtronic minimed that the customer reported insulin squirting out/dripping out during fill tubing process. The customer experienced issues during the load reservoir and fill tubing process. Additionally, the current reservoir is stuck inside the pump¿s reservoir compartment. The customer experienced hypoglycemia. The event involved product(s) 78893-01,mmt-332a,mmt-1884, and mmt-866a. Troubleshooting was not performed for the low blood glucose. Troubleshooting was performed for the priming process, and the customer was not connected to pump during load reservoir/fill tubing process. No further patient complications were reported. No product return is required for 78893-01 and mmt-866a. Mmt-1884 and mmt-332a were requested and returned for analysis.